Event description:
The customer's daughter reported via phone call that the customer experienced high blood glucose. Customer's blood glucose was 449 mg/dl. Customer stated that the meter was not connecting to the insulin pump. Customer stated that the settings were accurately programmed. No further patient complications were reported. Troubleshooting was performed, the customer will continue the use of device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.